Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h3, h4, h6 and h11. H6 impact code: non-serious injury/illness/impairment h6 type of investigation: labeling review the complaint for loss of intended guide sheath positioning was confirmed with empirical evidence. The complaint for device not completely de-aired during flushing and preparation was confirmed with empirical evidence. No device or imaging was provided for evaluation. Available information provided by the clinical specialist states that the guide sheath positioning was lost after removing the introducer. Additionally, it was stated that the guidewire was removed and reintroduced which indicates that the maneuvering of the introducer along with the removal and reintroduction of the guidewire may have contributed to the loss of positioning as well as the introduction of air. However, a definitive root cause is unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. H6: impact code - non-serious injury/illness/impairment.

Event description:
Per report received from japan, edwards received notification of a pascal precision ace procedure in mitral position. Although chordae were present and the chordae-free zone (cfz) was narrow in this case, the device was grasped while avoiding the chordae. By optimizing the posterior mitral leaflet (pml), mitral regurgitation (mr) was successfully reduced. During guide sheath (gs) insertion, after removing the introducer, the gs slipped out from the septum, leading to air entry during subsequent wire and catheter manipulation. However, there were no st changes, and the air was absorbed by the end of the procedure. The patient showed no issues with consciousness upon awakening from anesthesia.